Event description:
A malfunction on the pump was reported by the customer. There was no information regarding any adverse impact on the customer's blood glucose level. The customer contacted technical support, who provided assistance with resetting the pump; however, the malfunction recurred. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.